Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1000 mg/dl. The customer's current blood glucose was normal. The customer was in intensive care unit. Troubleshooting was done for high blood glucose and under delivery. The customer also stated that the insulin pump had multiple no delivery alarms. Troubleshooting was performed. The product will not be returned for analysis.